Event description:
It was reported during a clinical study for an aneurysm treatment procedure; the subject flow diverter stent did not fully deploy against the vessel walls due to kink and deformation of the stent delivery system. The physician used a microguide to pass through the deployed stent to deploy another stent to help support the deployed flow diverter stent. The procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description reported "on (B)(6) 2025 at (B)(6) hospital the evolve device did not fully deploy against vessel walls (apposition), kinked, deformation, fracture or breakage of a component of the system. The device was in use, not returned, which didn¿t cause any adverse event". The patient¿s current condition is described as 'back home, currently good'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of the stent failed/unable to open, sdw kinked/bent and stent deformed.

Event description:
It was reported during a clinical study for an aneurysm treatment procedure, the subject flow diverter stent did not fully deploy against the vessel walls due to kink and deformation of the stent delivery system. The physician used a microguide to pass through the deployed stent to deploy another stent to help support the deployed flow diverter stent. The procedure was completed with no clinical consequences to the patient.